Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid, feeling unwell, feeling cold, abdominal pain, vomiting. The cause of the events was not reported. It was not reported the patient refused to go to hospital. Treatment was not reported. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Correction, b5: it was previously reported in error: "it was not reported the patient refused to go to hospital¿. The correct information is ¿it was reported the patient refused to go to hospital¿. B3: the patient passed away on an unspecified date in 2022, specified as ¿last week¿. B5: upon follow up it was confirmed the patient experienced peritonitis and "was a long running concern". It was further reported the cloudy drainage fluid was an "ongoing problem" that the pd renal unit was aware of. According to the reporter, the patient refused to go to the hospital for treatment and "went steadily downhill". On an unreported date, the patient passed away. The cause of death was not reported. It was not reported if the peritonitis event was resolved prior to death. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.